Event description:
Patient called alleging that the meter does not power on. Patient replaced the batteries less than a year ago and meter still does not have any power. Patient did not seek any medical attention due to the meter not working. Customer service checked that the batteries were in good condition and were correctly installed and meter still did not have any power. Customer service was unable to resolve the issue and sent patient a new meter.